Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5185035) received on 10apr26. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against an unknown conmed electrosurgical pencil. The report states ¿¿during an open procedure of t10-pelvis posterior instrumented revision/extension of prior fusion with posterior column osteotomies, l2-3 laminectomy/explant of hardware, t9+10 vertebroplasty, t9-11 ligament augmentation in surgery room seven, during dissection with the rem (return electrode monitoring) pad placed on the upper thigh, the vlft10gen had an issue when using the monopolar pencil, the patient started to brady down (experience bradycardia), prior to resuming normal cardiac rhythm. The surgical time was extended by five minutes. Two non-medtronic pen, two non-medtronic rem pads, and two esu (electrosurgical unit) units were used.¿ pt code: 4582: no clinical signs, symptoms or conditions and device code: 2993: adverse event without identified device or use problem were reported. The reporter elected to remain anonymous; therefore, no further information can be obtained. This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced bradycardia.